Manufacturer narrative:
The insulin pump failed the displacement test with 53.2 units remaining on status screen and the low reservoir alarm does not alarm at the appropriate units remaining on status screen due to the motor encoder being out of phase. However, the pump passed the occlusion test and excessive no delivery alarms test. There were no excessive no delivery alarms noted. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she did not get a low reservoir alarm. Customer's current blood glucose was 70 mg/dl. Customer stated that while doing the displacement test, she received a no delivery alarm. Customer stated that she had no more insulin in the reservoir but the status showed 20 units. Customer stated that the pump was not dropped or bumped and there was no MRI exposure.